Event description:
In 2004 pt underwent endograft for aaa. Post procedure, pt's groin oozing with a hematoma. Pt's h&h decreased and pt was then taken to the o.r. For repair of a pseudoaneurysm of the femoral artery. The next day at 6:50am the pt was found on the floor unresponsive. Unable to resuscitate and expired.